Event description:
It was reported that the patient developed renal failure in (B)(6) 2023 and their glomerular filtration rate (gfr) was less than 30. The renal dysfunction was not related to or caused by the device or device therapy. The patient experienced low flows from sustained ventricular arrythmia. The patient did not have a history of arrythmia prior to ventricular assist device (vad) implant, however they did have an implantable cardioverter defibrillator (ICD) implanted prior to vad implant. The arrythmia in this event was thought to be cardiac related and related to intrinsic cardiomyopathy. The patient had multiple ICD shocks that initiated heart transplant work up. Their gfr was consistently less than 30 and they were listed for simultaneous kidney. On (B)(6) 2023, they underwent a routine heart and kidney transplant. The ventricular assist device (vad) functioned as intended. The outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flows could not be confirmed as no log files were provided for review. Although a specific cause for the low flows could not be conclusively determined through this evaluation, the account reported that they were due to the patient's cardiac arrhythmia. It was communicated that no additional information is available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.